Event description:
It was reported that the implantable pacing lead (ipl) exhibited intermittent output. The ipl was capped, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: philosdr ipg, implanted: (B)(6) 2001. (B)(4).